Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and no delivery alarm. Blood glucose level at the time of the incident was 400 mg/dl. During troubleshooting, insulin exited with the fixed prime, the infusion cannula was not bent when removed. Customer was advised it could be cannula/site connection issue and advised to change the entire set. No product will return for analysis.